Manufacturer narrative:
The complained device itself was not received, but the foreign substance associated with the complaint was. The substance was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without verification/confirmation of an exact part and lot number, the UDI is not available. Investigation summary: a visual inspection was conducted on the received ¿foreign substance.¿ the shape of the foreign material looks like a metal piece chip/burr. The cause of debris, and from where the metal piece came, could not be defined with the only the information provided. Therefore, no exact root cause could be defined. A device history record review was conducted on the possible part/lot combination provided by the reporter with results as follows: (potential) part: 04.111.631s / lot: 9700162. Manufacturing location: (B)(4) - manufacturing date: november 3, 2015 - expiry date: october 1, 2025 . There were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4) pieces were manufactured according specifications. No manufacturing related issue could be confirmed based on the available information; no exact root cause could be defined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials and weight not available for reporting report is for one (1) unknown plate; possible - 2.4mm variable angle lcp two-column volar distal radius plate (possible part / lot combination: 04.111.631s / 9700162). Plate device not reportedly explanted. Complainant part is not expected to be returned for manufacturer review/investigation, the foreign material is expected to be returned, but has yet to be received (B)(6). Without a confirmed lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery for a distal radius fracture, a fibrous, metal-like material was found coming from the screw hole of a plate when the surgeon was implanting the device. Specifically, the surgeon completed a temporary fixture of the two column plate by k-wire and used a drill sleeve with the guiding block attachment. The surgeon then measured the hole via depth gauge and then attempted to insert the screw into the distal end of the plate. Upon the surgeon inserting the screw, the foreign, fibrous material was found by the screw hole and the surgeon removed it. The surgery was completed with no surgical delay and no adverse consequences were reported. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).